Manufacturer narrative:
UDI #: (B)(4). The device was returned to olympus for evaluation and the customers allegation was not confirmed. There was an appearance defect noted with the video connector and an air/water leak was also noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the hd camera head had sudden loss of vision due to no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was not reproduced at the repair department. Since water leak test failed, we surmised that an image was not temporarily displayed because water entered inside the device temporarily, resulted in communication failure. As to water invasion, the contents of the instruction manual may prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head." It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.